Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c-us is available in the USA with 510k number k190805. Evaluation summary- it was caused due to the external noise while disconnecting of the suction tubing. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image freeze when suction tubing disconnected.